Event description:
As reported from the medical affairs, the patient had open heart surgery in 2000, and subsequently had two procedures, on u-u-u and u-u-u, with one stent implanted at each procedure. One stent was a cordis cypher with no information, and the other had specific cordis cypher product information, and the order of implantation was unknown. It is also unknown if the second stent was a planned procedure or due to an unknown event. On an unknown date, the patient began experiencing worsening of his pre-existing and constant chest pain, stomach pain, and pain in his lower spine up to his back. Patient also had pre-existing pain in his right lower calf which worsened on an unspecified date, and three years ago, on an unknown date the pain developed in the left lower calf as well. Patient thought pain in calves could be due to the stents. Patient reports severe bilateral calf pain is at a pain level of 14 on a scale of 1 to 10, and causing him sometimes to fall. On (B)(6) 2013, the patient was prescribed tizanidine hcl 2mg for an unknown reason. No additional information could be obtained.

Manufacturer narrative:
Concomitant medications included aspirin, atorvastatin calcium, lexapro, lorazepam, meloxicam, metoprolol succinate, nasal saline, plavix, stool softener and tizanidine. The exact implant date and event date are unknown. As reported from the medical affairs, the patient had open heart surgery in 2000, and subsequently had two procedures, on u-u-u and u-u-u, with one stent implanted at each procedure. One stent was a cordis cypher with no information, and the other had specific cordis cypher product information, and the order of implantation was unknown. It is also unknown if the second stent was a planned procedure or due to an unknown event. Patient¿s medical history is significant for ¿patient experienced brain damage at age 9 months when left temple was hit and right side of body was paralyzed, regained strength in right side and worked until a factory accident in 1970's when right ankle was injured, in approximately 1988-1991, his right side became paralyzed again.¿ on an unknown date, the patient began experiencing worsening of his pre-existing and constant chest pain, stomach pain, and pain in his lower spine up to his back. Patient also had pre-existing pain in his right lower calf which worsened on an unspecified date, and three years ago, on an unknown date the pain developed in the left lower calf as well. Patient thought pain in calves could be due to the stents. Patient reports severe bilateral calf pain is at a pain level of 14 on a scale of 1 to 10, and causing him sometimes to fall. On (B)(6) 2013, the patient was prescribed tizanidine hcl 2mg for an unknown reason. No additional information could be obtained. There is no sterile lot number information available and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instant restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event.